Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 528 mg/dl and moderate ketones; cause was unknown. The customer alleged that the pump did not deliver insulin; however, the customer declined troubleshooting and the alleged root cause could not be confirmed. Elevated bg was addressed via a correction bolus.